Event description:
It was reported that the patient developed a pocket infection. Antibiotic treatment was necessary. The implantable pulse generator ( ipg) system was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.